Event description:
The customer reported there were iris collimator messages appearing, intermittent loss of collimator shutter leaves, and poor image quality. No injuries to pts were reported.

Manufacturer narrative:
The ge svc rep was unable to duplicate possible issue with hv cable but corrected the collimator iris issues. System remain in full operation at this time. Possible hv cable replacement required if intermittent operation continues. He recalibrated generator to eliminate intermittent poor image quality. The footswitch has broken handle and the x-ray tube cover has broken fastener. Replacement of footswtich and x-ray tube cover were not authorized at this time. The hv cable was replaced. Secondary issue with collimator shutters considered acceptable. Collimator replacement was not authorized, so he replaced the broken brake pad.